Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012350768 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. The array appears intact with the distal and proximal arm both without any anomalies. Mechanical verification of steering and slide mechanisms was carried out. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connecting to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot and electrical continuity test was carried out. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging revealed the entangled wires within the shaft of the catheter. Dissection and optical inspection u ncovered a kinked electrode wires in the catheter. In conclusion, the reported spiral array kink was not reproduced, the catheter failed the return product inspection due to entangled electrode wires observed and an electrode wire kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slider stuck halfway, the array could not be extended to retrieve the catheter from the sheath. The catheter was pulled on to fit it into the sheath as a result the array kinked. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.